Event description:
It was reported that while running bd bactec¿ fx, instrument top, packaged 2 false positive results were obtained in drawer b. Confirmatory gram stain was performed. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: it was reported that false positives in drawer b.

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd service communicated with the customer and confirmed that the instrument is working and testing properly. This is an unconfirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed no instrument issue leading to false positives. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. H3 other text : see h.10.

Event description:
It was reported that while running bd bactec¿ fx, instrument top, packaged 2 false positive results were obtained in drawer b. Confirmatory gram stain was performed. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: it was reported that false positives in drawer b.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.